Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device ¿ 1 year and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient underwent pump exchange due to suspected thrombus. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of suspected thrombus was confirmed during the evaluation of the device. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 8 inches from the pump housing and the remaining distal portion was not returned. The sealed inflow conduit (flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft had been detached from the outlet elbow. Examination of the proximal side of the outlet stator revealed a red, tissue-like thrombus surrounding the bearing ball. The tissue showed areas of denaturation, indicating that it was present for an undetermined period of time while the device was supporting the patient. No other depositions were identified. The device was then cleaned and examination of the pump bearings, and blood-contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values that met manufacturing process specifications. The pump operated as intended. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.